Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected low battery alarm. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that there was something wrong with the settings. The customer also mentioned that they were going through batteries faster than usual. The customer's blood glucose was 21 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with glucose tablets. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.